Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer is overheating turn off to cool down. However, the system fan operates intermittently the system fan was replaced. It was also determined at analysis that one lower display hinge cover bullet was broken, the other was missing. The power cord bay was broken, and the lower-case feet were worn. The stylus tip was loose, and the keyboard latch was broken, however the keyboard was functional, both keyboard hinges were broken. The hard drive was replaced, reimaged and the software was updated. The rear display cover and solder joints on the rf head connector were cracked. The lower left display hinge was seized causing the upper case to break. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer displays the message, the programmer is overheating turn off to cool down. Additional request to update the software. The programmer was returned to service and repair. There was no patient involvement.